Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion behavior. A decrease of approximately 8 years in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that the device is exhibiting moderate acceleration in the rate of battery depletion. Review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.